Event description:
Boston scientific received information that this patient previously received inappropriate therapy due to noise on the right ventricular (rv) channel. This patient was admitted to the hospital after experiencing a ventricular tachycardia (vt) storm where 10 appropriate shocks and 3 anti-tachycardia pacing (atp) bursts were delivered. Pacing inhibition was also observed for an unknown duration, but patient was not symptomatic. Technical services (ts) was contacted to discuss whether this rv lead should be replaced during the revision procedure of the associated implantable cardioverter defibrillator (ICD). There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service for the time being. At this time, there is no additional information. Should additional information become available, this report will be udpated.